Event description:
Customer returned the device for repair for the issue of image defects. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that screen goes black and there is no image. This is attributed to the broken image pickup cable. The image can be restored. This medwatch is submitted for the reportable issue of no image observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon evaluation of the returned device it was observed that screen goes black and there is no image. This is attributed to the broken image pickup cable. The image can be restored. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested phenomenon occurred due to the defect of the image sensor unit or failure of the internal board of the video connector or system. However, the cause of this defect could not be further determined. Olympus will continue to monitor field performance for this device.